Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients thoracic spinal cord stimulation (scs) leads had migrated. The patient underwent a revision procedure wherein the leads were revised and remain implanted. The patient was doing well postoperatively.

Manufacturer narrative:
This report is being submitted to correct the additional MFR narrative (h11) in section h, device manufacturers only. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patients thoracic spinal cord stimulation (scs) leads had migrated. The patient underwent a revision procedure wherein the leads were revised and remain implanted. The patient was doing well postoperatively.